Event description:
Patient's implanted intrathecal baclofen pump began stalling intermittently in july, causing some increased spacticity. (Patient with history of left hemispacticity.) Pump held baclofen 500 mcg/ml. There were 18.7 mcg/ml left in the pump at time of explant. Original pump was explanted and new pump placed.